Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, when attempting to start using the unidrive s , an e17 error was displayed, rendering it unusable. Attempts to restart or reconnect did not resolve the issue. No negative impact in state of health reported.